Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a worn dso and worn uso seal. During the functional testing, the customer reported issue was confirmed by the accuracy test. The cause of the issue was found to be the expulsor. The expulsor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump fails accuracy by 7.15%. There was no patient involvement.

Manufacturer narrative:
E1: phone number "(B)(6) ". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.